Event description:
The customer reports that the cuff instantly deflated after being inflated. The report states that the tube was replaced and visual inspection of the removed tube revealed that the external cuff was pierced. The report states that the tube was fitted on the pt on (B)(6) 2014.

Manufacturer narrative:
(B)(4). If the sample associated to this report is returned, a summary of the investigation results will be provide din a supplemental report. Information has been added to the database for trending purposes.